Manufacturer narrative:
Visual inspection performed on the returned sensor patch and no obvious defects were observed. The sensor plug was properly seated and the adhesive was positioned correctly and in full contact with the sensor puck. The complaint is not confirmed.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor detached so they could not use it to receive scanned results. It was further reported that on an unspecified date in (B)(6) 2018 at 1:00 am customer began to experience a ¿headache and sweating¿ but they could not scan so a capillary test was done using an unspecified meter and it was revealed the customer was ¿hypoglycemic¿ so she/he was treated with glucosprint. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed in is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The medical event occurred in (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor detached so they could not use it to receive scanned results. It was further reported that on an unspecified date in (B)(6) 2018 at 1:00 am customer began to experience a ¿headache and sweating¿ but they could not scan so a capillary test was done using an unspecified meter and it was revealed the customer was ¿hypoglycemic¿ so she/he was treated with glucosprint. No additional treatment was required. There was no report of death or permanent injury associated with this event.